Manufacturer narrative:
Citation: moore skl et al. Leadless pacemaker implantation: a feasible and reasonable option in transcatheter heart valve replacement patients. Pacing clin electrophysiol. 2019 may;42(5):542-547. Doi: 10.1111/pace.13648. Epub 2019 mar 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients who received leadless pacemakers or transvenous single-chamber pacemakers after transcatheter heart valve replacement (thvr). All data were retrospectively collected from a single center between july 2008 and august 2018. The study population included 33 patients and was predominantly male with a mean age of 83 years. Of those, 8 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (7) and evolut r (1). No serial numbers were provided. Among all patients, 2 deaths occurred. Both patients died of renal failure. Based on the available information, medtronic product was not associated with the deaths. Among all patients, adverse events included: leadless or single-chamber permanent pacemaker implantation post-thvr. The mean duration between thvr and permanent pacemaker implantation was 45 days and 16 days for leadless and single-chamber pacemakers, respectively. Indications for permanent pacemaker implantation were reported to consist of atrial fibrillation with slow ventricular response, high-grade atrioventricular block, sinus node dysfunction, and sinus arrest. It was also noted that the post-thvr electrocardiogram showed left bundle branch block or right bundle branch block in 19 of the 33 patients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.